Event description:
It was reported that during a da vinci si surgical procedure, the fenestrated bipolar forceps instrument was noted to have frayed wires near the tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the damaged instrument component was a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Engineering also found indentations and scratches on the surface of the distal pulley. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.